Event description:
The customer reported that the device's ac power module was not working and the green light did not light up. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device's ac power module was not working and the green light did not light up. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.